Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced a hypoglycemia. Customer blood glucose level was 50 mg/dl and his current blood glucose level was 125 mg/dl. Customer stated that the insulin pump alleged over delivery of insulin. Insulin pump passed all the tests. Customer was used insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of event. No further patient complication were reported.